Event description:
Rt attempted to change inspiratory time (it) to 50%. Readjusted the delta p back to what it was set at 82, power at 9. The oscillator just stopped oscillating. The rt attempted to power it back up and it stopped again within a few seconds. The patient was transferred to a ge carestation without problems. Lowest saturation was 71%, however patient recovered immediately with hand ventilation. The patient was not harmed. This is the first time this ventilator has ever been serviced. The 3100b turned completely off while on the patient and lost electrical power. I am not sure what, if any, alarms were present. I believe just the "power fail" alarm. A therapist was present with the patient and immediately bagged the patient. During bench testing the "oscillator overheated" led was lit. We also duplicated the power failure during bench testing. The movement of the piston was noted to be rough, when the oscillator assembly was removed from the ventilator.======================manufacturer response for oscillator 3100b, sensomedics======================will evaluate the high frequency oscillatory ventilator.